Event description:
It was reported that during testing the pump failed the blockage test. No alarmed was triggered. There was no patient involvement.

Manufacturer narrative:
The reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the outer casing, probably due to device being dropped. The functional evaluation was carried out and the reported issue could not be replicated; however, the device was displaying a message stating that maintenance was required. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.